Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the surgeon commented that the washer was cut, the donuts was created properly, and the deployed staples were formed well at the 1st firing. The procedure was not converted for the re-anastomosis. Another cdh25p was used to complete the case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, the device could not be removed from the patient although the adjusting knob was rotated for 2 revolutions. It felt like the device on the rectum side was got caught so that it did not move. The adjusting knob was rotated for half revolution additionally and the device was rotated in both directions but could not remove. An electric knife was used to remove the device from the patient forcibly. The surgeon commented that when the anvil was attached to the trocar, the anvil came off so that it was placed in the existing hole again to attach to the trocar. The gap setting scale marked 1.5mm. Another device was used for dst anastomosis. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 07/22/2022 d4: batch # 621a45 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved a complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The returned anvil was installed onto the trocar several times with no issue. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the anvil and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.